Event description:
The pt complained of a tight fitting hearing aid, causing soreness. The hearing aid dispenser referred the pt to a dr, who prescribed an ointment. The hearing aid remade and delivered to the hearing aid dispenser.